Manufacturer narrative:
(Secondary intervention, revascularization) - eval results: myocardial infarction.

Event description:
One endeavor sprint rx drug-eluting stent was implanted at the left atrioventricular branch. Pt was asymptomatic/free of symptoms at 30 day follow up and 6 month follow up. An acute non-stemi was reported to have occurred approx 8 months following index procedure. Investigator has not indicated if the event was related to the target lesion. It is reported that the pt was admitted via the ER with intermittent chest pain for 3 days. Diagnosis was reported as non-stemi. It is reported that a ptca revascularization was carried out 3 days later, however, the location of the revascularization is unk. At 1 year follow up, pt displayed unstable angina.